Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent incisional herniorrhaphy with placement of mesh on (B)(6) 2004 due to incisional hernia. It was also reported that the patient underwent excision of foreign body granuloma and laparotomy on (B)(6) 2005 due to llq abdominal mass and endometrioma. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, bleeding, urinary problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient has the following conditions. The vagina has poor vesicle neck support. The patient demonstrates loss of urine by bearing down and coughing. The patient has a second degree cystocele, first degree, almost second degree rectocele. There is a small enterocele present. The uterus and adnexa are surgically absent.(B)(4).